Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The blade broke at roughly 0.08 from the base. The broken piece was not returned with the instrument. Crack or broken blades are triggered by any inadvertent contact with staples clips, or other instruments while the device is activated. In addition scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted mediastinal surgical procedure, the customer reported that the "tines" of the harmonic ace instrument broke off. The customer also reported that there was no "illegal operation" during the procedure. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On (B)(6) 2021, intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the "tine" of the harmonic ace instrument broke off and fell inside the patient's abdomen. The fragment was retrieved during the same procedure. The harmonic ace instrument did not collide with any other instrument during the procedure. On (B)(6) 2021, isi performed follow-up with the customer and obtained the following additional information regarding the reported event: it is unknown if the harmonic ace instrument was inspected prior to use. The customer reported that most of their instruments were broken while dissecting tissue. The harmonic ace instrument performed as intended up until the reported event. It was confirmed that the fragment was retrieved during the same procedure. The customer also confirmed all fragments were retrieved from a video review. The site conducted an x-ray and found no foreign body inside the patient. No additional surgical procedure was required, and there was no harm to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The harmonic ace instrument was removed prior to the breakage with resistance through the cannula, but the surgical staff didn't think there was anything unusual. Upon final removal of the harmonic ace instrument, there was no resistance through the cannula. The surgical staff did not notice any other damage to the harmonic ace instrument or cannula after the event occurred. The customer could not provide a video recording of the procedure.